Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event has been confirmed through product return. Visual examination of the returned product identified the product has been cycled once and the first anchor has not completely released from the needle tip. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in japan. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a meniscal repair procedure, the suturing device anchor did not deploy. The correct surgical technique was used, and an alternate device was successfully used to complete the procedure without delay. No complications, injuries, or surgical interventions were required due to this malfunction. It was reported that no further information is available.